Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. The patient underwent the concurrent procedure of a cervical trachelectomy during mesh implantation. It was reported that following insertion the patient experienced infection, urinary problems, organ perforation, fistulae, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2006 due to dyspareunia and mesh erosion. It was reported that the patient underwent several mesh revisions/excisions on (B)(6) 2006, (B)(6) 2007, (B)(6) 2008 and (B)(6) 2010 due to erosion. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy.